Event description:
Nt821731c: broken evd that is leaking at the stopcock. Customer confirmed the device was in contact with the patient but no injury or additional medical intervention was required.

Manufacturer narrative:
Follow up report 001 ref to natus complaint#: (B)(4). No lot# information provided. Complaint history review/trend analysis: (24 months review and percent of sales) 5 previously confirmed "integ-tighten/hold/lock" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate: (B)(4). Root cause/failure investigation: the customer returned one eds device for evaluation. The device was misplaced by a previous employee who is no longer with the company. Based upon the information given by the customer, the component states that the stopcock broke. However, the device was not able to be located, and the picture provided has low quality resolution. There could be a potential chance that the user applied excessive torque when operating the stopcock while simultaneously using aggressive cleaning agents that degrade the polycarbonate material. This combination leads to both physical stress on the stopcock and material deterioration, increasing the likelihood of failure. There could also be a potential chance that the user may have cross-threaded the stopcock with an external device/component, resulting in misalignment and increased stress. It is not possible to determine the failure mode. Failure mode: device not found - unable to determine.

Manufacturer narrative:
Initial report ref to natus complaint #(B)(4). Risk review: per (B)(4) rev 08 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 4.40 cause - leakage from the stopcock effect (harm) - infection residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No related capas. The customer confirmed they still have the drain but they did not provide the lot number. The customer was requested to return the affected product for evaluation.

Event description:
Nt821731c - broken evd that is leaking at the stopcock. Customer confirmed the device was in contact with the patient but no injury or additional medical intervention was required.